Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode, and it passed the test. The usm was tested on a functional test platform where it passed testing. Insertion resistance was not detected during testing. The insertion ballscrew, input gear, top housing bearing, and bottom housing bearing will be replaced as a precaution to the reported problem.

Event description:
It was reported that during a da vinci-assisted cystocele repair surgical procedure, arm 4 had abnormal insertion resistance. The customer abandoned arm 4 and completed the procedure as planned with the remaining three arms. There were no reports of patient injury.